Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the system exists spine software when a procedure is chosen. The software was uninstalled and reinstalled, which resolved the issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Other relevant device(s) are: software 9733686, s7 synergy spine. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the software was exiting. The system had just been updated to spine tools and was experiencing software issues following the update. The clinical specialist (cs) reported that following the spine tools upgrade, the system was shut down and the spine application was entered. The first run screen completed as expected after entering the application after updating tools. The cs reported that every time a procedure was selected, the system would exit the software and show a blank screen. Maria was able to confirm that the software would exit to a blank screen after multiple attempts to select a procedure in the software. No patient present, system was down. Additional information was received: uninstalling and reinstalling the software resolved the issue.